Manufacturer narrative:
Date of initial report: 2017-06-19. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the rf assure detection system involving the rf assure console model 200 and blair-port wand gave a false negative detection when a sponge was present in the patient. The facility identified the false negative detection when the sponge count was not correct. The sponge was removed from the patient. The final sponge count was reconciled. No patient injury occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.